Event description:
It was reported that after the patient underwent the stage one implant of the deep brain stimulation (dbs) lead a computerized tomography scan (CT scan) was performed and a brain bleed was identified on the right side of the brain, it was also noted that the placement of the device was correct. The patient was transferred to the ICU for observation and was released the following day it was noted that the patient did not experience any symptoms due to the bleed. The patient is doing well and has been scheduled for the stage 2 procedure.